Event description:
Per the clinic, the patient experienced an infection at abutment site. Susbequently, the patient underwent revision surgery on (B)(6) 2005, in order to incise the abutment site and remove the abutment. The implanted device remains.